Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, after inserting the guide and clip into the left atrium, air bubbles were detected in the left atrium. Physician punctured the femoral artery and advanced a pigtail catheter through the aorta into the left ventricle. Using the pigtail catheter, air was aspirated from the ventricle. After successful removal of air, one mitraclip xtw was implanted. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, after inserting the guide and clip into the left atrium, air bubbles were detected in the left atrium. Physician punctured the femoral artery and advanced a pigtail catheter through the aorta into the left ventricle. Using the pigtail catheter, air was aspirated from the ventricle. After successful removal of air, one mitraclip xtw was implanted. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.